Event description:
It was reported that the customer fell while being at the school. It was stated that the insulin pump was not functioning and the customer's blood glucose was in the 400's mg/dl. The caller stated that the customer is treated with manual injections at the time. The mother stated that the nurse at the school did a rewind/prime and the insulin pump was not delivering insulin. Troubleshooting was performed. Reviewed the alarm history and found battery alarms. Ran a fixed prime and the insulin did not exit. Performed a self test adn passed. The caller stated that the insulin pump rattles. Advised that the customer should revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.